Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was supposed to be implanted in a completely pacemaker-dependent patient. However, no pacing occurred upon ventricular lead connection and even after putting the pacemaker in the pocket. The physician tried two times to put the pacemaker in the pocket. As no pacing occurred, he decided to use another device.

Event description:
Reportedly, the subject pacemaker was supposed to be implanted in a completely pacemaker-dependent patient. However, no pacing occurred upon ventricular lead connection and even after putting the pacemaker in the pocket. The physician tried two times to put the pacemaker in the pocket. As no pacing occurred, he decided to use another device.